Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported experiencing the events of left side ¿developed an autoimmune condition¿, ¿swelling¿, ¿pain, pain in neck, sharp pain in breast, mainly left but still gets pain in right¿, ¿constant dry cough that I can¿t get out¿, ¿health declined rapidly¿, ¿can¿t sleep on stomach¿, ¿can¿t sleep on left or right side for more than 30 mins.¿, ¿numbness and tingling on arms¿, ¿brain fogging¿, ¿struggling¿can¿t cope anymore¿, ¿lymph nodes under arm that pops up and down¿, and ¿silent rupture but not confirmed¿. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Later patient reported "I also have grade 4 capsular contracture."